Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, an air leak was noted on the agilis sheath after volt catheter insertion. The volt catheter was exchanged, and the procedure was completed with no adverse patient health outcomes.